Event description:
The customer reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was not duplicated. The customer decided to monitor the system and call back if the error returns. No conclusion can be drawn at this time.